Event description:
Per medtronic summary provided to center, the patient's battery passed visual inspection but was unable to provide a charge to the patient's heartware. "Although (B)(4) passed visual and function testing, the event was added to the open investigation with similar issues since there is a possibility that these events are transient and potentially clear". FDA safety report ID# (B)(4).